Event description:
Caller tested 2.6 inr, 3.5 inr, and 2.6 inr on the coaguchek xs system. Caller states she was excessively squeezing her finger when result of 3.5 inr was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 202 mg/dl and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.